Event description:
The customer reported low magnesium (mg) and alkaline phosphatase (alp) results, for seven patients, involving unicel dxc 800 synchron system. Review of the customer supplied data indicates three patients had low magnesium results. Only the magnesium results were released out of the laboratory. The customer stated only two reports were amended and issued to the physicians for alkaline phosphatase and magnesium results. One physician had started the patient on a magnesium therapy. After learning of the amended magnesium result, the physician decided to continue with the therapy since the patient's magnesium level was low. The second patient (an outpatient) was requested for sample recollection for magnesium and alkaline phosphatase analyses. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through cleaning and priming the sample probe. The instrument was returned to operation. The customer performed weekly maintenance the morning of the event and quality control (qc) was acceptable. As the customer continued analysing the samples, the customer started obtaining low magnesium and alkaline phosphatase results. Quality control was performed and the values were low for both levels and tests. The customer later stated all the qc was within limits. Beckman coulter customer technical support (cts) advised the customer to perform mini-precision tests of 5 to 10 replicates to confirm reproducibility for magnesium and alkaline phosphatase and to review results for patient samples that were analyzed at approximately the same time as the erroneous results.